Event description:
The core impaction drill was sent for evaluation due to overheating. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage to the sockets and worn bearings were identified as the probable cause of the device overheating. Worn bearings and corroded sockets can cause increased heat production due to increased friction between the moving components.